Event description:
An aus device was implanted on 3/18/96. Info received on 6/24/97 indicates the entire device was removed from the pt prior to 6/17/97, date and reason not provided. Ams has requested add'l info.